Event description:
Customer's family member reported pt was admitted as an inpatient to a hospital for high bg. Significant events leading to hospitalization were chest pains, shortness of breath. Troubleshooting was performed and pump programming appeared to be functioning normal.